Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempt to implant a leadless implantable pulse generator (ipg) 6-8 deployments were attempted however poor sensing (low r waves) and no capture were recorded. The system was removed and replaced with a conventional pacemaker. No patient complications have been reported as a result of this event.